Manufacturer narrative:
Corrected date: h1. - type of reportable event. Additional manufacturer narrative: medwatch #2017233-2020-00223 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for sfa occlusion treatment. The physician chose an up and over approach. Using a flexor® raabe guiding sheath and a .035 glidewire advantage® guidewire, the gore® viabahn® endoprosthesis was advanced into place mid-popliteal. When the deployment line was pulled, it broke. The device was pulled back into the sheath and removed from the patient. The procedure was successfully completed using a second gore® viabahn® endoprosthesis. The device and deployment line were given to the hospital risk manager.

Manufacturer narrative:
Corrected data: h6. - results code 2. H6. - conclusions code 1. Additional manufacturing narrative: examination of the returned device revealed the following: the delivery catheter, deployment knob and deployment line were returned; the deployment line measured approximately 64.3 cm from the deployment knob and included a single fiber measuring approximately 12.3 cm; the remainder of the device was unremarkable. Based on the examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.